Manufacturer narrative:
This report is submitted on may 17, 2017.

Event description:
Per the clinic, the patient experienced a non-device related infection and medical condition. Subsequently the device was explanted on (B)(6) 2017, there are no plans to re-implant the patient with a new device as of the date of this report.